Event description:
It was reported that the patient presented in clinic due to discomfort. Device interrogation revealed failure to sense and capture and extra cardiac stimulation on the right ventricular (ra) lead. Device interrogation revealed failure to sense and muscle stimulation on the left ventricular (lv) lead. The physician elected to explant and replace the ra and lv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, failure to sense and extra cardiac stimulation. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic due to discomfort. Device interrogation revealed failure to sense and capture and extra cardiac stimulation due to dislodgement on the atrial (ra) lead. Device interrogation revealed failure to sense and muscle stimulation due to dislodgement on the left ventricular (lv) lead. The physician elected to explant and replace the ra and lv lead. The patient was in stable condition.